Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that after surgery, it was observed that the trigger of the compact air drive device was jammed and could not be pressed anymore. There were no delays to the planned surgical procedure as a spare device was available for use. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the upper trigger was blocked/ jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.